Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, and the caller planned to reset the pump and follow up if the issue persisted.